Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user newly started on the ilet system experienced hyperglycemia after announcing a usual meal, with glucose values fluctuating between 200 and 250 mg/dl. The user confirmed that the meal announcement was recorded in the device history. Symptoms included elevated blood glucose. No ketone testing was reported, and no alarms above 300 mg/dl occurred. No medical intervention or assistance was required. Outcomes included no hospitalization and no use of backup therapy. Investigation included phone-based troubleshooting and user education regarding algorithm learning, consistent meal announcements, correction dosing, infusion set management, site rotation, and potential scar tissue considerations. Investigation of this case revealed that the device was delivering insulin, and an infusion set change with alternate site placement was followed by a downward trend in glucose levels, supporting possible site-related absorption variability and early algorithm learning as contributing factors. No device alarms or mechanical abnormalities were reported. Based on previously established findings for similar reports, the cause was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.